Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. The pump was monitored and no display anomaly noted. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was 4.5 mmol/l at the time of the incident. Customer also stated that display was not returned. The insulin pump will be returned for analysis.